Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was explanted on (B)(6) 2016 due to a motor stall. The patient experienced withdrawal symptoms during the motor stall. A new pump was placed. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse fentanyl [2000 mcg/ml] at 150.9 mcg/day. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted and returned for analysis with no documentation and no alleged issue. The indication for use was non-malignant pain and spinal stenosis. No patient symptoms or complications were reported as a result of this event.